Event description:
A customer reported experiencing cartridge alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to using multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted, and a replacement pump was sent by technical support. The customer was instructed on how to return the problematic pump and prepare the replacement pump upon its arrival, and they acknowledged and understood these instructions.